Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 126 mg/dl. Troubleshooting was done. The customer explained that he had a fever and may have been sweating on the insulin pump a little bit. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer was further hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 122 mg/dl. The cause of the hospitalization was an infection in the food that was related to diabetes. However, the customer stated it was not related to the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. Unable to perform functional testing due to keypad anomaly. The insulin pump has cracked reservoir tube lip and minor scratches on display window noted during our visual inspection.